Event description:
Atty alleges at the time of plaintiff's explantation it was determined that the implants had ruptured, leaking silicone gel into her body. Atty also alleges the plaintiff experienced extensive bruising and swelling causing them severe physical pain as well as mental and emotional distress. Plaintiaff suffered and continues to suffer grievous and permanent bodily harm, including but not limited to the following: extreme physical pain, discomfort within and around the breasts, numbness in the breast area, hardening of the breasts, build up of scar tissue within the breast, change of shape of the breasts and asymmetry of the breasts, headaches, physical pain and discomfort throughout the body, discoloration and bruising of the breasts.